Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The manufacturer¿s international customer specialist confirmed the reported pressure test failure. Failure analysis on the returned data acquisition (da) board shows that the data acquisition (da) pcba was tested and no failures were identified.

Event description:
The customer reported that the data acquisition (da) pcba failed the pressure accuracy test (pvt test 4). There was no patient involvement.